Event description:
It was reported that this lead was placed in the left bundle branch (lbb). The associated pacemaker registered an alert for right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) being too high. Technical services (ts) recommended reprogramming options to take the lbb lead placement into consideration. This lead remains in service. No adverse patient effects were reported. Referenced reports: mw5182258. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).